Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. Event logs and data set have been received for investigation. Analysis of the log indicates that on (B) (6) 2009 at 07:34 am the involved pump was programmed to infuse heparin at 6.5ml/hr with a vtbi of 92.473 ml. The second pump ((B) (4)) was programmed at 03:17 am on the same day to infuse at 75ml/hr with a vtbi of 1000 ml. At 11:54 am the entire system was powered off by user. The customer's experience of heparin over infusion could not be confirmed according to the event logs. There was no indication according to the event log info that the devices did not operate as intended. Based on the event and log info, the root cause of heparin running at 75 ml/hr has been identified as user error.

Event description:
Customer reported heparin infusion was ordered for 6.8 ml/hr and fluid line ordered for 75ml/hr. Nurse found the heparin bag empty and discovered that the night nurse had mistakenly hung the heparin bag on the fluid line and the fluid bag on the heparin line. So, the heparin had run at 75ml/hr for approx 4.5 hours. Heparin drip stopped and extra lab draw done. The pt did not experience any adverse event. Although requested, no further pt/event info was provided.